Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of system revision due to infection and sepsis. Reportedly, the patient was admitted due to serratia. The patient was treated with intravenous antibiotics, but the sepsis persisted. No additional adverse patient effects were reported. This rv lead was explanted.